Event description:
A customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer leaked fluid onto the countertop during startup. The customer was wearing a lab coat and gloves at the time of the occurrence. There was no report of injury or exposure, and no one sought medical attention. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. No erroneous patient results were generated. The field service engineer (fse) found torn tubing at bsv (blood sampling valve). The bsv line was repaired to resolve the leak issue. The service activity performed was verified per established procedures. The results met published performance specifications.

Manufacturer narrative:
(B)(4).